Manufacturer narrative:
(B)(4)/ a visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) is conducted and no update is required. Customer complaint cannot be confirmed based on the information provided. The product sample is not available to perform a proper investigation to confirm the alleged defect , and determine the root cause. Root cause is unknown. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint reports event of the device "floating up above the carina (correct cuff pressure)and with some that are actually curling up in the mouth". Three occurrences reported. (Additional events captured in companion reports: 3003898360-2018-00388; 3003898360-2018-00386). There was no report of patient harm. There was no reported medical intervention. The patient condition was reported as "well".

Manufacturer narrative:
Qn# (B)(4). Event description: patient condition was not reported. Patient code corrected to (B)(6).

Event description:
Customer complaint reports event of the device "floating up above the carina (correct cuff pressure)and with some that are actually curling up in the mouth". Three occurrences reported. (Additional events captured in companion reports: 3003898360-2018-00388; 3003898360-2018-00386) there was no report of patient harm. There was no reported medical intervention.